Event description:
Reporter alleged obtaining an error on the advantage system while using expired strips and, so she was unable to test. Reporter alleged that she took her normal 45 units of humulin n before breakfast and 500 mg of metformin after. Reporter stated that on her way to work, she began feeling hypoglycemic symptoms and when she arrived the students there assisted her with juice and a sandwich. Reporter stated that after having difficulties with leg cramps and diarrhea, her boss found her on the floor crying from pain and called the emts. She reported the emts treated her with an IV, obtained an unknown result, and took her to the hospital where she was treated with morphine, magnesium, food and then released several hours later. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the strips and meter were discarded and so no product will be returned for evaluation.